Event description:
It was reported that the programmer displayed an error at boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer powers up with a system error; xy printed circuit board was found out of electrical specification. Analysis also found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly. The system fan is noisy. (B)(4).